Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) did not feel the device pulsation like it should. Boston scientific technical services consultant (ts) referred the patient to the clinic for further discussion. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) did not feel the device pulsation like it should. Boston scientific technical services consultant (ts) referred the patient to the clinic for further discussion. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information received which indicates that the patient was referring to the home monitor and not the device.